Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging the patient's blood glucose on (B)(6) 2015 was above 500 mg/dl with ketoacidosis. The reporter noted the patient was hospitalized and treated with insulin via injection, they remained on pump therapy, and the pump's bolus settings were recently changed by a healthcare provider. No additional information was provided and troubleshooting was unable to be completed. Several unsuccessful attempts to contact the patient have been made. This complaint is being reported because the alleged serious injury was attributed to an inaccurate delivery issue of unknown cause.